Event description:
It was reported that the attachment began overheating while the equipment was being tested during an on-site maintenance visit at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The attachment was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.